Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.